Event description:
Although the problem is not dependent by the laser system we decided anyhow to report this malfunction related to the main breaker tripping during the device usage. No adverse effects to patient were reported.

Manufacturer narrative:
No device failure was detected. The problem was related to ac mains where the device was installed.